Event description:
The following has been reported: biomed reported: pump failure right when pump boots up. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. Device was not able to pass a mock infusion as it alarmed during itself checks. An internal investigation was performed and it was found there was a slight pinch to the fva motor wires. The pinch is not severe and the insulation is intact so the motor will not be replaced. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing and failed consistent with a bad air compressor.